Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a faulty air detector sensor. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the latch lock was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and functional testing was performed. It was found that the latch lock sensor was also defective. The latch lock and latch lock sensor were replaced to address the reported issue. The device then passed all testing.